Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse called and reported that they got hospitalized due to low blood glucose the customer was wearing the insulin pump during the incident. Troubleshooting was not completed the customer declined. Customer is a brittle diabetic and can jump up to 400 points on the hospital sliding scales once the pump is taken off. The insulin pump will not be returned for analysis.